Event description:
During vascular procedure, caprosyn 3-0 suture was used to lift vein. The suture needle was clamped by personnel for use by surgeon. The surgeon felt some resistance while placing one suture through the dermis and subcutaneous tissue. Following this, the surgeon saw, with magnifying glasses, a 2mm piece of the suture needle within the surgical field. The piece was removed without adverse outcome. The surgeon was not able to determine whether it was a product defect or if the the needle had been loaded improperly by or staff.